Event description:
No new information.

Manufacturer narrative:
H6 coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they accidentally pressed the switch communicator button last night and could not get it to work. Patient stated they were in pain for 5 hours because they could not connect. Patient stated they called their healthcare provider (hcp) but they could not help. Agent reviewed with the patient they could ask their hcp to call tech services. Agent instructed the patient to turn on the communicator, close all app on the handset and connect to patient therapy app. The patient was instructed to enter the serial number manually and then press continue. The patient confirmed they were able to connect. Later, the patient called back and reported that their communicator would not power on. They tried to plug it into the wall charger and unplug/re-plug three times, but the communicator remained unresponsive. Pt commented that the device was not "user friendly". Agent walked pt through the process of resetting the communicator, but the device was unresponsive. Pt mentioned that they've already done this and it did not resolve the issue. When pt was asked to try a different cord, pt stated that the communicator started flashing a green light. Agent instructed pt to continue charging their communicator and call back if the issue persists. Pt mentioned that they just came home from their appointment with their hcp and they met with a manufacturer representative (rep). Additional information was received from the pt. Pt reports their communicator would not stay on and kept shutting off. They noted that whenever the communicator turns off, they begin to experience a return of pain in their foot, so they would reconnect it to the handset, after which everything turns on again. Agent asked clarifying questions, pt confirmed that it's the communicator that would not stay on and they believed that the communicator not staying on was the reason for the return of their pain. They noted that previously, the communicator never turned off, and they always kept it charged. Pt mentioned that they spoke with their rep, and they were advised that their communicator has to be replaced because it was "glitchy". They were instructed to call pt services to request for a replacement communicator. Pt mentioned that they visited their hcp on tuesday and had their device reprogrammed. Agent explained that the therapy should remain active even if the communicator is turned off, unless the patient manually deactivates it. The agent also reviewed the communicator's sleep mode feature with the patient. However, the patient still believes that the communicator is causing the issue. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, serial# (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported patient called back stating their communicator died yesterday. Patient stated they spent all day yesterday not being able to use their device and sat in pain all day. Patient stated their communicator was glitchy and they need a new one. Agent had patient reset communicator (patient reported no lights) and plug into charging cord; patient reported green flashing light. Patient's spouse stated they held down the power button yesterday for more than 30 seconds and it didn't do a thing. Spouse confirmed this was while communicator was plugged into the charging cord; agent explained reset will only work when charging cord was not connected. Agent walked patient through closing all apps and turning airplane mode on and off. Patient unplugged communicator from charging cord and reported orange light. Agent advised patient to leave communicator plugged into charging cord and agent will call back in 30 minutes for continued assistance. Patient connected successfully through mystimrc app and reported therapy was on with communicator at 5%. Agent advised to leave communicator plugged into charging cord and agent will call back in 1 hour to confirm communicator charge level had increased. Agent had patient enter mystim app and patient reported communicator was now up to 70%. Patient would leave communicator plugged in until fully charged.